Event description:
Per the clinic, the patient experienced edema around the implant site. During a procedure on (B)(6) 2012, the patient was injected with local anaesthetic, and the abutment was replaced with a longer model. The implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.